Event description:
As reported from our edwards lifesciences affiliate in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the commander delivery system with crimped valve was unable to be advanced through the 14fr esheath. It was noted to be stuck in the expandable part of the esheath. The entire system was withdrawn and there were no damages noted on the devices. Additionally, there was no patient injury. A second system was prepped and there were no issues during the second implant attempt as the second valve was implanted successfully. The devices were returned for evaluation. Evaluation of the returned valve device revealed two bent valve frame struts while evaluation of the returned esheath device revealed a liner tear and liner strand.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-04538 for details of the other event. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned valve device revealed two valve frame struts bent outwards at the inflow side. The valve was expanded, and the bent struts corrected after expansion. There were no abnormalities with the frame. The leaflets were noted to be dehydrated due to the storage condition (prolonged crimping) during the return handling process. There was imagery provided for evaluation. A review of the provided imagery revealed the valve was crimped between the crimp and inflation balloon. There were also two frame struts that appeared to be slightly elevated at the inflow side. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve frame damage was confirmed based on evaluation of the returned device. Although a definitive root cause was unable to be determined, it is possible that one or more patient/procedural factors (such as access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure and caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.